Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the geo ipc failed to boot and displayed the error message ¿geometry movement partially available.¿ additional information confirmed that the event occurred outside of clinical use. As part of troubleshooting, a philips remote service engineer (rse) reviewed the system logs and determined that input power was present, however, the geo ipc did not power up. Further log analysis identified an application error indicating a loss of communication with the geo ipc, resulting in the unavailability of system movements. An onsite field service engineer (fse) inspected the system and confirmed that this was a one-time occurrence, which was resolved by restarting the system. The system was returned to service in good working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Restart resolved the system functionality. The malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concludes that the complaint is not reportable. The investigation codes were updated based on investigation outcomes.